Event description:
Allegedly surgeon performed revision surgery to exchange the femoral head due to a repeated dislocation. Primary surgery about 3 yrs ago.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).